Event description:
To date no additional patient or event details have been received.

Event description:
The end user reported that starter hole of five wafers was off-centered resulting in leakage within one day of wearing time. There was no harm reported. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 4 of 5. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).